Manufacturer narrative:
Device available for evaluation?: yes, returned to manufacturer on 10/30/2017. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. Additional information received clarified that a lens malfunction meant that the patient needed a different power. Reportedly, there were no visual issues. Also, there was no incision enlargement or vitrectomy performed. The lens was replaced with the same model, but different diopter of 17.0. The patient is doing fine post-operatively. In addition, the patient is a male with date of birth (B)(6) and operative eye of the left. The surgeon's name was dr. (B)(6). No additional information was provided. Age/date of birth: (B)(6). Gender/sex: male. Initial reporter name: dr. (B)(6). Health professional: yes. Occupation: physician. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 08/1/2017. Device returned to manufacturer ¿ yes. Device evaluation: the device was returned to the manufacturer. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The customer's reported event could not be confirmed in the returned sample. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no similar complaints were received for this order number to date. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a zxr00 19.5 diopter intraocular lens (iol) was explanted due to a lens malfunction. No further information was provided.